Manufacturer narrative:
Product code: mpb. (B)(4). PMA/510(k) #: k161504. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook turbo-flo hd hemodialysis catheter hub was cracked. The device was implanted on (B)(6) 2018 and found to be leaking from the hub later that evening when a dialysis treatment (crrt) was initiated. As reported, the catheter had not been accessed between implantation. A new procedure was required to remove and replace the device. The device was discarded, however, the nurse stated the visualized crack to be approximately 0.4 cm in the blue hub.

Manufacturer narrative:
A review of the documentation, instructions for use (IFU), manufacturing instructions, trends and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Root cause is inconclusive. At this time, we cannot eliminate any possible causes for the cracked hub such as product handling, patient behavior, patient environment, device storage conditions, catheter maintenance/care, device failure, or manufacturing related causes. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information was reported since the submission of the initial report on 06/07/2018.